Event description:
It was reported that the patient with the cardiac resynchronization therapy defibrillator (crt-d) device exhibited high out of range impedance measurements, measuring greater than 3000 ohms on this right atrial (ra) channel. Technical services (ts) reviewed the data and stated that there was subsequently noise as well as signal artifact monitor (sam) episodes showing minute ventilation (mv) oversensing. The sam episodes show the issue appeared to be with the anode as the oor measurement was at the ring electrode. Boston scientific representative will be further discussing with the physician. This ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with the cardiac resynchronization therapy defibrillator (crt-d) device exhibited high out of range impedance measurements, measuring greater than 3000 ohms on this right atrial (ra) channel. Technical services (ts) reviewed the data and stated that there was subsequently noise as well as signal artifact monitor (sam) episodes showing minute ventilation (mv) oversensing. The sam episodes show the issue appeared to be with the anode as the oor measurement was at the ring electrode. Boston scientific representative will be further discussing with the physician. This ra lead remains in service. No adverse patient effects were reported. Additional information received indicated that the plan was scheduled for an extraction or reimplant the lead as this lead was fractured. No adverse patient effects were reported.

Manufacturer narrative:
This report captures additional information of the explant of this device and impact on the patient. This report contains additional information in section b5 describe event or problem, section e initial reporter, section g2 report source and section h6 device codes.

Event description:
It was reported that the patient with the cardiac resynchronization therapy defibrillator (crt-d) device exhibited high out of range impedance measurements, measuring greater than 3000 ohms on this right atrial (ra) channel. Technical services (ts) reviewed the data and stated that there was subsequently noise as well as signal artifact monitor (sam) episodes showing minute ventilation (mv) oversensing. The sam episodes show the issue appeared to be with the anode as the oor measurement was at the ring electrode. Boston scientific representative will be further discussing with the physician. This ra lead remains in service. No adverse patient effects were reported. Additional information received indicated that the plan was scheduled for an extraction or reimplant the lead as this lead was fractured. No adverse patient effects were reported. Additional information received indicated that this lead was explanted and successfully replaced. No additional patient adverse effects were reported.